Manufacturer narrative:
The 510(k) number provided in the initial report, submitted october 21, 2016, was incorrect. The correct 510(k) number is k071318.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 sensor module for bubble detector caused an error appear on the s5 display module during service. There was no patient involvement. The service representative replaced the bubble sensor module to resolve the issue. The replaced device has been requested for return to sorin group (B)(4) for further investigation. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 sensor module for bubble detector caused an error appear on the s5 display module during service. There was no patient involvement.